Event description:
It was reported that the patient had an infection (unknown type) at the pocket site of their implantable neurostimulator (ins) battery. The patient did not have meningitis. A culture of the device pocket site was taken but results were not specified. It was noted that the patient did receive peri-operative antibiotics at the time of implant of the ins. The patient also received antibiotics for the current report of infection. Follow up information reported that the patient¿s physician was able clean out the infection site and save the ins device system (nothing was explanted). It was reported that the patient was receiving effective therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).